Event description:
It was reported that there was a void around the catheter tip. There was a possible granuloma/fibroma. The pump was used to deliver fentanyl 300mcg/ml with a daily dose of 500mcg. Specific pt symptoms were not reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).